Event description:
The clinician reported that a steam hot pac burst as it was being applied to the pt. The contents of the pack sprayed onto the pt's hand resulting is a 2nd degree burn. The pt is ok. The pt did not require medical care for the incident.

Manufacturer narrative:
The device was evaluated and determined that the faulty steam pacs are not manufactured or distributed by chattanooga group.